Event description:
It was reported that the device became stuck on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use during an atherectomy procedure. During the procedure, the non-boston scientific guidewire became stuck with the jetstream catheter and could no longer be retracted. The procedure was completed with a different device and there were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event is approximated. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
B3: date of event is approximated. E1: initial reporter phone: (B)(6) . Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device became stuck on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use during an atherectomy procedure. During the procedure, the non-boston scientific guidewire became stuck with the jetstream catheter and could no longer be retracted. The procedure was completed with a different device and there were no patient complications as a result of this event.

Event description:
It was reported that the device became stuck on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use during an atherectomy procedure. During the procedure, the non-boston scientific guidewire became stuck with the jetstream catheter and could no longer be retracted. The procedure was completed with a different device and there were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event is approximated. E1: initial reporter phone: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, the jetstream atherectomy catheter was returned with an unknown filter guidewire stuck on the device. The device was visually and microscopically examined, which revealed no damages. X-ray of the device could not find any abnormalities, and inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device was stuck on a guidewire.